Event description:
Patient is a 73 year old male with a history of smoking. Closure of the femoral artery access site was post-diagnostic. Patient was thought to have a 5 to 5.5 mm artery with no calcification. After pre-dilation there was oozing around the sheath and barrel marking of the prostar 9 fr. Pvs device. Prostar device was removed uneventfully. There was no hemostasis after the pvs procedure. Doctor introduced the 13 fr. Sheath, but there was still bleeding around the sheath. Patient proceeded to surgical repair of access site, which was successful and uneventful. Patient remained in-hospital for elective CABG. There was no product malfunction. Surgery revealed artery was 6mm in size, diseased (lots of plaque and calcification) and "fragile". Artery was split into media (potentially with the insertion of the 9 fr. Pre-dilator).